Manufacturer narrative:
This report is filed on march 13, 2019.

Manufacturer narrative:
This report is submitted january 10, 2019.

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2018 due to a tip foldover of the electrode array. It is unknown if the patient was reimplanted with a new device during the same surgery.